Event description:
It was reported that signal loss over one hour occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. The patient experienced a hypoglycemic event during the signal loss which resulted in a loss of consciousness for 10 minutes. Emergency medical services was called, a bg was performed upon their arrival which was 2.1 mmol/l. The patient was treated with 2 glucose gels and syrup. The patient was not transported to a health care facility and recovered at home. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.